Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device (r-unit) was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device charged coupled device (r-unit) was broken. There was no patient involvement.